Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and internal battery were replaced to address the issues. The device failed a step during testing. The device's oxygen blending module gasket, blower bellows and internal tubing were replaced to address the issue.